Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4968-35 lead implanted: 2009-(B)(6), (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing. The lead remains in use. No patient complications have been reported as a result of this event.